Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported blood glucose value of 700+ mg/dl. The customer reported hyperglycemia, polydipsia, elevated ketones/diabetic ketoacidosis treated with ems/ambulance/ER visit, insulin pump (subcutaneous insulin infusion), IV insulin drip (intravenous insulin infusion), manual injection/insulin pen, hospitalization: overnight stay, hospitalization: overnight stay. Customer reported the following led up to the event: customer noticed blood glucose were rising, so she treated via pump and blood glucose would not come down document treatment for high blood glucose: insulin pump, then insulin drip as well as manual injections other than insulin, indicate medications taken to treat diabetes: no other medication document type of diabetes: type 1. The event involved product(s) unomedical, mmt-332a, mmt-1884, mmt-7040a. The customer was using the auto mode/smartguard feature at the time of the event and the customer was using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. The customer will continue using the device. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-7040a.